Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues and poor loudness growth. Device testing revealed results within normal limits. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.